Event description:
The physician reported during a stent supported aneurysm coiling, the second stent "jumped forward and partially deployed". The physician reported that when he tried to remove the second stent, it caught on a previously deployed stent and damaged it. The second stent was removed and discarded. The first stent remained inside the pt, and the procedure was postponed until the following day. No further details regarding the event description were disclosed. The pt is reportedly in stable condition.

Manufacturer narrative:
PMA/510 (k): h020002/s5. The device in question will not be returned to boston scientific as it was discarded by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will review the device history record (DHR) of the device in question, and a supplemental report will follow.